Manufacturer narrative:
Initial 1 of 10. (B)(6). Based on the available information, this event is deemed to be reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545. Manufacturing site: 3003442380.

Event description:
It was reported that the patient stated ten infusion set patch did not stick to skin upon insertion on (B)(6) 2026.